Event description:
The customer reported blood loss following a high venous pressure alarm.

Manufacturer narrative:
No patient injury was reported. This is the third time that the problem occurred with he same patient on a different machine (referred to MDR 96116240-2006-00336 and MDR 9616240-2006-00337 investigation is ongoing.